Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of <20 and 162mg/dl. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
Additional evaluation by the supplier concluded the returned strips gave low out of spec performance due to severe exposure to high humidity over period of time. Supplier retention strips gave satisfactory performance.

Manufacturer narrative:
The returned strips were tested in qa. Control reading was 122mg/dl low out of spec. A 121mg/dl blood read <20mg/dl. Retention reagent gave satisfactory results.